Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range shock impedance measurements. Technical services (ts) reviewed the available data and recommended follow up. This ICD remains in service. No adverse patient effects were reported.